Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ibc from husband requesting to return pwfxh30 wick outside of the 30 day return policy window. Says pw user develops uti from the wicks suggested that discontinue using the wicks and try to donate or sell the wicks. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared) it was unknown what medical intervention was provided for the urinary tract infection at this time.